Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non patient end of bd micro-fine ¿ pro pen needle is broken. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: before use of the pen, the user noticed a piece of the broken needle npe trapped in the pen.

Event description:
It was reported that the non patient end of bd micro-fine ¿ pro pen needle is broken. No patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: before use of the pen, the user noticed a piece of the broken needle npe trapped in the pen.

Manufacturer narrative:
H.6. Investigation: one sealed 32g x 4mm pen needle sample and three photos were returned from lot. No. 1132272, cat. No. 320559. An insulin pen was also returned. Visual examination was carried out on sealed sample and no issue was observed. A broken piece of cannula was observed in the septum of the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received this cannot be confirmed to be manufacturing related. H3 other text : see h.10.